Event description:
The customer reported that the monitor screens were black and a precharge error was displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack and the capacitor were replaced. The sys was then found to be working as intended and put back into svc.